Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/27/2017 that on (B)(6) /2017 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and boot up receiver and it passed. Downloaded receiver log and there was no findings related to the complaint. Performed global receiver test and passed all relevant testing. Performed "try it" test and passed. Performed drop test for intermittency vibration and passed. Opened receiver case for interior inspection: no moisture damage and passed vibrator motor resistance measurement = 39.11. The customer's complaint was not confirmed for no vibration due to receiver passed testing. The root cause could not be determined as the allegation was not found.